Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient went to the emergency room (ER) on (B)(6)2024 due to hyperglycemia. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with infusion liquid and insulin. The patient had symptoms of sickness, vomiting, illusions. The trace ketones were present. No further information available.